Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that multiple cubies are failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies had failed. A field service engineer (fse) cleaned and reseated the row board cable header connection on the drawer board due to pockets being off the bus in auxiliary drawer 5. All components tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.